Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access system (was). The device was bloody with contrast. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (flattened/ delamination/ stretched). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01651 reportable based on analysis completed on 08 february 2018 it was reported the closure device could not be positioned. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was positioned in the patient. A 33mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was positioned and deployed in the laa. The position wasn¿t adequate; the protrusion was too much and the device did not pass the tug test, therefore the closure device was fully recaptured. The procedure was aborted. There were no patient complications reported and the patient status was stable. However, device analysis revealed inner liner delamination.